Manufacturer narrative:
Infutronix is waiting for the affected device to be returned.

Event description:
A distributor of infutronix received a complaint from a patient who reported pump had become disconnected from the catheter. Tubing did not appear broken. Pump was powered down, and the patient was instructed to reach out to their anesthesia doctor to see how to proceed. Device operator was a patient. Medication being infused was unknown. No patient injury reported. The contract manufacturer of the affected device is podo xingda (tianjin) medical co. Ltd.